Event description:
The patient was being transferred from her bed to a wheelchair via a medcare mechanical lift. During the transfer one of four loops attached to the sling slipped off the hook. The patient fell to the floor, requiring transfer to the emergency department for evaluation and treatment. She fractured three ribs, a c-7 and developed a hematoma.

Manufacturer narrative:
The facility inspected the sling and found it to be in perfect condition. They indicated that the sling loops may not have been secured onto the carry bar properly. As a preventive action, a warning will be added to the user manual emphasizing the importance of proper sling loop placement.